Event description:
It was reported that during implant procedure there was failure to capture, failure to sense, and oversensing noise on the atrial lead. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Event description:
It was reported that during implant procedure there was failure to capture and oversensing noise on the atrial lead. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of oversensing noise, failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.